Manufacturer narrative:
A steris service technician arrived onsite and discussed the reported event with user facility personnel who were present during the patient procedure. User facility personnel stated that the 4085 surgical table was in reverse orientation with the patient's position prone (face down). The surgical table was slid to full extension in the head direction with the tabletop level. It was observed that the patient's head/torso were slightly below level. Following the observation of the patient's position, the user commanded the table via the hand control to return to level however, the table section with the patient's head/torso began to lower. The table was then commanded to raise back up to level however, the table did not respond. As the table would not respond, user facility personnel transferred the patient to a different surgical table. The steris service technician inspected the table and was unable to duplicate the reported event. In addition, the technician found damage to the right hand lateral (seat section) cover and leg end cover. The technician repaired the 4085 surgical table, tested the table, and confirmed it to be operating properly. The surgical table was returned to service and no additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the back section of their 4085 surgical table lowered in height without being commanded to do so. The patient was transferred to another surgical table subsequently causing a procedure delay. The procedure was completed successfully, and no injuries were reported.